Event description:
Reportedly, the patient came to a fup on april 30th and it wasn't possible to interrogate the device. On october 10th he went to a routine fup and the remain longevity was more than a year.